Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the keypad was not responsive. The customer stated that the numbers were ramping without any input from her. The customer's blood glucose was 7.7 mmol/l at the time of incident. The insulin pump will be replaced and will be returned for analysis.

Manufacturer narrative:
The pump had intermittent button response due to moisture damage on the keypad traces. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. The numbers did not ramp up on their own, and the scroll bar did not moved with no input.